Event description:
It was reported by the patient that the start/stop button on the previously working remote monitor was not working. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the start/stop button on the previously working remote monitor was not working. Troubleshooting attempts were unsuccessful. The monitor was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.